Event description:
Additional information received indicated that the programmer was updated.

Event description:
It was reported that the patient received a vibratory alert and presented in clinic. The programmer exhibited a battery longevity estimation anomaly. The patient was stable after the event. No further information is available at this time.